Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the trailing haptic tore during insertion. The cause of the lens damage was unknown. When the lens was removed, the incision was enlarged from 3.0 mm to 3.2 mm.